Event description:
A malfunction alarm, identified by code malf 12, was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.